Event description:
It was reported that at 86,000 joules of use and 16 minutes, while using the surgical fiber during a prostate procedure, the fiber tip broke inside the patient and was retrieved. The procedure was continued with a second surgical fiber and then was stopped due to overheating. The second surgical fiber was then replaced and the procedure completed using a third surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap bevel edge and metal cap are not aligned; the glass cap is protruding from metal cap and can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. The report of fiber tip breakage and retrieved from the patients body could not be confirmed. Based upon the device analysis, this is not a reportable device malfunction. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.